Manufacturer narrative:
Device analysis: macroscopic examination confirms the bone screw is fractured approximately ~4-5 threads below the screw head. The broken off portion of the screws is missing as received and not returned for analysis. Optical examination did not identify material surface defect around fracture surface that could contribute to crack propagation. Microscopic examination of fracture surfaces reveal a quasi-brittle fracture, with ratchet marks and gently convex progressive striations through the cross-sectional material, which is indicative of cyclic fatigue, followed by ultimate failure of the implant. The fracture surface morphology suggests the primary mode of fracture to be cyclic fatigue, with a localized region of origin, direction of propagation and subsequent final fracture. Multiple ratchet marks were also identified around the area of crack propagation. Key dimensional specifications of the screw (i.e. Major diameter and shank (initial minor) diameter) were measured and found to conform to print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date patient underwent anterior cervical diskectomy and fusion (acdf) surgery at levels c4-7. Post-op, on (B)(6) 2016, patient underwent anterior cervical diskectomy and fusion (acdf) explant procedure due to dysphagia. During pre-op explant flouro, it was noticed that the caudal most screw in c7 looked unusual. When explanted, the scrub tech notified that the screw was broken at the tip and the remaining portion remained in the patient. The product came in contact with the patient. The tip of the zevo screw remained in the patient at c7. Patient complications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.